Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 260-270 units of insulin on (B)(6) 2016, and, during the time of the call, insulin gauge displayed 160 units of insulin. There was no impact to the customer's blood glucose (bg) level due to the reported event, and the customer declined to reload the cartridge onto the pump. Additionally, the customer reported a low bg level ranging from 62-65 (mg/dl) on (B)(6) 2016. A snack was consumed to treat bg level. Reportedly, the customer is a new pump user and the health care provider (hcp) needs to adjust the customer's settings on the pump. It was confirmed that the customer would consult with hcp regarding the low bg level.